Event description:
The customer reported that the system power is intermittent and the dicom box is off. They are having problems with the power supply.

Manufacturer narrative:
The ge service rep found a loose wire in the ac power plug and repaired the plug. The plug strain relief was damaged so the rep ordered a replacement.